Event description:
It was reported the patient was in pain, and they wanted to remove the ins. Patient stated that the ins was "not doing its job" and the doctor stated that they needed to turn off the ins first before removing it, but the patient lost their equipment. Additional information was received from the patient. Patient said it is not working and needs to be taken out. Patient stated it was confirmed that it is not a medtronic device. It is an abbott device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".